Manufacturer narrative:
(B)(6). Date of post-operative infection development is unknown. This report is for two (2) unknown 3.5 mm locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had original surgery performed on (B)(6) 2014. Patient was revised on (B)(6) 2015 due to non-union. The patient was revised again on (B)(6) 2018 due to nonunion of humerus and one broken 4.0 mm locking screw. During revision surgery the head of the broken screw was removed and the shaft of the screw was left inside the patient. Also, one (1) 4.5 mm narrow lcp plate 8 holes/152 mm, three (3) 4.5 mm cortex screws, three (3) 3.5 mm cortex screws, one (1) 3.5 mm lcp plate 6 holes 85 mm, two (2) 3.5 mm locking screws and two (2) 4.0 mm locking screws were removed intact. The fracture ends were shortened and the patient was replated with a 7 hole 4.5 mm broad plate (vivigen bone graft). The revision surgery was successfully completed without any delay and without any other medical intervention required. Patient was reported to be okay after the surgery. Later, it was informed by the hospital that the intra-op cultures came back positive from the day of surgery. The doctor has decided to use antibiotics for treatment of the infection. This report addresses second revision surgery due to broken screw and infection. The first revision surgery due to non-union has been captured under linked complaint (B)(4). This report is for two (2) unknown 3.5 mm locking screws. This is report 5 of 7 for complaint (B)(4).